Event description:
Implant card was received indicating that a patient underwent to a total vns system revision. The reason of explant was indicated as lead discontinuity and scarring around the nerve. No xrays were taken. Additional info was received that high impedance was found during a system diagnostics, but no break was found on the explanted lead, which was physically intact. Part of the lead was left implanted in patient. The high impedance was likely caused by a bad contact between electrode and nerve in accordance to the medical professional. Impedance value was normal after patient re-implantation. Explanted devices will not be returned for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.